Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.

Event description:
The facility reported a pump that does not alarm when tubing set is occluded. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. No additional info is available.